Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high out of range impedances greater than 2000 ohms. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).